Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction. Concomitant products included medroxyprogesterone acetate (depo-provera), metformin and propranolol. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced tooth loss ("dental probs: lost teeth"). In (B)(6) 2010, the patient experienced migraine ("migraine") and insomnia ("neurological condition"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vulvovaginal dryness ("other injury or complications: vaginal dryness"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), seizure ("seizures"), device expulsion ("expulsion"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs."), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder"), nausea ("nausea"), visual impairment ("vision probs"), decreased appetite ("loss of appetite"), abdominal distension ("bloating"), dermatitis allergic ("allergic rash"), cystitis ("bladder infection") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, seizure, device expulsion, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth loss, nausea, visual impairment, decreased appetite, abdominal distension, dysmenorrhoea, dermatitis allergic, cystitis, hormone level abnormal, migraine, headache, weight increased and vulvovaginal dryness outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, cystitis, decreased appetite, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, insomnia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, seizure, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bladder problems, urinary problems, uti, vaginal infection and vaginal discharge. Discrepancy noted in essure insertion date: (B)(6) 2005 and (B)(6) 2005. Date(s) of insertion: (B)(6) 2006 (as per pfs-discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Imaging procedure - on (B)(6) 2005: essure confirmation test (unspecified): result: bilateral occlusion; on (B)(6) 2005: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events vaginal dryness, insomnia and tooth loss (clubbed with dental problems) were added as events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction. Concomitant products included medroxyprogesterone acetate (depo-provera), metformin and propranolol. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced tooth loss ("dental probs: lost teeth"). In (B)(6) 2010, the patient experienced migraine ("migraine") and insomnia ("neurological condition"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vulvovaginal dryness ("other injury or complications: vaginal dryness"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), seizure ("seizures"), device expulsion ("expulsion"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs."), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder"), nausea ("nausea"), visual impairment ("vision probs"), decreased appetite ("loss of appetite"), abdominal distension ("bloating"), dermatitis allergic ("allergic rash"), cystitis ("bladder infection") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, seizure, device expulsion, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth loss, nausea, visual impairment, decreased appetite, abdominal distension, dysmenorrhoea, dermatitis allergic, cystitis, hormone level abnormal, migraine, headache, weight increased and vulvovaginal dryness outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, cystitis, decreased appetite, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, insomnia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, seizure, tooth loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bladder problems, urinary problems, uti, vaginal infection and vaginal discharge. Discrepancy noted in essure insertion date: (B)(6) 2005. Date(s) of insertion: (B)(6) 2006 (as per pfs-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Imaging procedure - on (B)(6) 2005: essure confirmation test (unspecified): result: bilateral occlusion; on (B)(6) 2005: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and seizure ('seizures') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), seizure (seriousness criterion medically significant), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs."), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder"), tooth disorder ("dental probs"), nausea ("nausea"), visual impairment ("vision probs"), decreased appetite ("loss of appetite"), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("allergic rash"), cystitis ("bladder infection"), migraine ("migraine") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, seizure, device expulsion, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, nausea, visual impairment, decreased appetite, abdominal distension, dysmenorrhoea, dermatitis allergic, cystitis, hormone level abnormal, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, cystitis, decreased appetite, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bladder problems, urinary problems, uti, vaginal infection and vaginal discharge. Discrepancy noted in essure insertion date: (B)(6) 2005 and (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: essure confirmation test (unspecified): result: bilateral occlusion; on (B)(6) 2005: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Essure implant date updated. Events added: expulsion, fallopian tube perforation, dysmenorrhea (cramping), allergic rash, bladder infection, hormonal changes, migraine, headaches, weight gain and seizures. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.